Event description:
As reported (B)(4) 2013, a pt of unknown age and gender presented for an endovenous laser procedure in the pt's leg. The procedure was successfully completed with no reported complications. Post procedure, it was noted the gold tip had detached from the fiber. There was no report of permanent harm or injury to the pt due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. There was no report of permanent harm or injury to the pt due to this event. Angiodynamics is attempting to obtain additional information in regards to the event and pt information. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).